Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error with the device due to user-applied excessive mechanical forces during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/21/2025, it was reported by a sales representative via (B)(4) that (qty. 5) of an ar-5050-05 small weber clamp tip was bent. This was discovered during the case with no patient harm. Additional information was provided on (B)(6) 2025 that all five clamps were bent inward and dull at the tip.